Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The no delivery alarm functioned properly. The pump was received with normal operating currents and no unexpected off no power or low battery alarms were noted. The pump was received with a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 333 mg/dl. The customer was treated for the high blood glucose with a bolus. The customer was assisted with performing a high pressure test on their insulin pump but the device did not alarm. The customer was informed that their insulin pump will e replaced to do the absence of an alarm after the high pressure test.